Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever, nausea, vomiting, cloudy effluent, malaise and fatigue. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with ceftazidime (2gms, intraperitoneal (ip), daily, duration was not reported) and ip vancomycin (2gm, every five days, duration was not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was reported that pd line removal would be possible if patient does not respond to treatment. No additional information is available.

Manufacturer narrative:
B5: at the time of this report, the patient was getting better. Pd therapy was put on hold and patient was not doing any dialysis. Should additional relevant information become available, a supplemental report will be submitted.